Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site, and as a result experienced a blood glucose (bg) level that ranged from as low as 48 mg/dl to 450 mg/dl. The customer went to the hospital and was treated with intravenous fluids of saline to address bg. Customer was discharged 2 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.